Manufacturer narrative:
Approximate age of device- 3 years, 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Log file evaluation confirmed variable pump power and flow across the submitted log file with values exceeding 9w and 9lpm. A specific cause could not be conclusively determined through this evaluation. No atypical events were captured and the system operated as intended above the low speed limit. The hmii IFU explains all pump parameters including power, flow, and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient presented with the emergency department with reports of crushing chest pain. Log file analysis showed elevated pump powers and flows. It was later reported the elevated pump power and flow was presumed to be caused by thrombus or vegetation within the pump. Nothing was visualized on the echo but the patient had been extremely subtherapeutic with inr for 3 months. The severe chest pain was related to non-st-elevation myocardial infarction (nstemi) with suspected cause related to methamphetamine use. The patient was treated with IV heparin until powers returned to normal limits. The patient was sent home on coumadin. No additional information was provided.